Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There has been another event for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that a stage 1 revision was performed on the patient's left knee due to elevated titanium ions. Intra-operatively, surgeon reported that the titanium femoral stem was loose. The patient's entire mrh construct was removed and a spacer was placed. Rep confirmed that no further information will be released by the hospital or surgeon.